Manufacturer narrative:
During follow-up with the key market, it was reported that a battery replacement was performed; however, the issue was not resolved. It was also reported that the device was returned to service, but that the key market was waiting for customer communication. An additional follow-up was performed to obtain clarification regarding the response provided.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The key market was unable to provide any further details regarding the resolution of the event. It could not be determined if the part was replaced or if the issue was resolved. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
The customer reported that the device had a battery failure. It was reported that a battery replacement was performed; however, the issue was not resolved. The device was not in in clinical use when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).